Manufacturer narrative:
Plant investigation: the actual bicarbonate pump was returned to the manufacturer for physical evaluation. Exterior inspection revealed no damage. The bicarbonate pump was installed into a test machine. The reported ¿bic pump no eos¿ alarm was encountered followed by a noisy pump during the rinse program. The failure was traced to a faulty optical sensor (ic1) on the lp645 board. The optical sensor (ic1) was replaced for retesting and the rinse program completed without any failures. An internal inspection on the defective optical sensor revealed thermal decomposition evidenced by a discolored (dark) bulb on the diode. The manufacturer was able to confirm the reported event. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The reported event has been confirmed.

Event description:
A user facility¿s biomedical technician (bmt) reported to technical support that a 2008t machine had noisy acid and bicarb pumps. And displayed the ¿bic pump no eos¿ alarm. There was no patient involvement reported. Multiple attempts have been made to contact the customer to obtain additional information related to the reported event. At this time, no additional information has been provided. The actual device was returned to the manufacturer for physical evaluation and thermal decomposition was found on the bicarbonate pump.